Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed keypad operation test. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'failed keypad operation test' which was reproduced as 7, 8 and 9 keys were not working during evaluation. The reported condition was verified. The cause was determined to be a failed input/ output (I/o) board. The I/o board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.